Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation from his scs system. The patient's physician explanted and replaced the patient's lead with a different model lead during surgery on (B)(4) 2014 in order to obtain improved stimulation coverage. The patient is reportedly receiving effective stimulation coverage postoperative.